Manufacturer narrative:
Based on the reviewed documentation and analyzes of the case, it has been concluded that the occurrence of delivering air issue has been related to part expiratory cassette. After replacement, the device worked according to the specification. The expiratory cassette is a complete unit and must not be disassembled. Moreover, it can be easily removed for cleaning or exchange. Expiratory cassette is only measuring and will not affect ventilation. The device's logs were not available for further investigation. The root cause has not been determined.

Event description:
It was reported that the ventilator did not deliver air. There was no patient harm. Manufacturer's ref. #: (B)(4).